Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG/pad monitoring stress testing without duplicating the report. The device was recertified and returned to the customer. The activity log was cleared by the customer and could add no value to the investigation. The multi-function cable and electrode pads used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.